Event description:
It was reported that a homecare pt experienced problems with initial device insertion/placement and additional difficulties with attachment of the inner and outer cannulae with one (1) size 6 dfen, disposable cannulae fenestrated low pressure cuffed tracheostomy tube. The device had to be removed and a backup 6 dfen device was placed. After removal the device was examined and it was determined that the curvature/angle were different when compared to previously used devices. There was no reported pt injury. Although only one (1) device was initially reported, two (2) size 6dfen devices were returned to the MFR on 11/11/98 for decontamination, testing and evaluation.